Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported multiple cases of toxic anterior segment syndrome (tass). By way of exclusion it is felt due to the handpieces. The staff flushes with an enzyme-litic agent, followed by distilled water after each case. Additional information has been requested but not received.